Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak barrel cracked. It was reported by the customer that; contaminants found inside the syringe and packaging: fibers and a pink paper slip were found inside the packs. Broken syringes: several syringes were found to be broken/damaged, resulting in leakage when filled. Rcc received a complaint via email. I hope this message finds you well. I am writing to inform you of several critical issues regarding the bd 5 ml syringe luer-lok tip bulk convenience pak, sku 309703, which require immediate attention and resolution. Please refer to the attached vendor corrective action request form for detailed information and pictures. Contaminants found inside the syringe and packaging: fibers and a pink paper slip were found inside the packs. Broken syringes: several syringes were found to be broken/damaged, resulting in leakage when filled. Please forward this information to your quality department for further investigation and corrective action.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of barrel cracked was not confirmed upon inspection of the sample. Analysis of the sample showed that the reported defect was not observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: the broken syringe has been confirmed, and the lot# is 3150599. The event occurred on multiple days of filling activities (28feb25, 05mar25, 07mar25). This syringe is missing the plunger- from lot 3150599.